Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. No additional anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.